Event description:
A customer reported a dull knife was experienced during a procedure. Another knife from the same package was used and the case was completed without harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. A damaged tip was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).